Event description:
Cards used to detect fecal occult blood and cards used to detect occult blood in gastric specimens are required by MFR to be stored in the dark. "Protect from light" stated on the package. The product is used throughout many hosp areas, dr's offices, and clinics. Invariably the box is opened and left in the exam rooms, stocked utility carts, etc and exposed to light. Rptr feels MFR should take responsibility for this problem in its packaging and not leave it to users. Potential for citation by regulatory agencies hcfa, jcaho, cap, etc for improper storage. Potential for test paper inside card to discolor and make reading test difficult. Perhaps should be foil wrapped individual package.